Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h3 and h6. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2024. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the event occurred due to stress from use, external factors, or handling. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. In addition, bend angle in the up direction does not meet the specification due to wear of the angle wire. Waterproofing is not possible due to the cut of the adhesive rubber. The bending tube, connecting tube and universal cord are dented. The scope and electrical connector are corroded. The connecting tube's coating is peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope had air/water leakage from the insertion tube/bending section. The issue occurred during preparation for use during an unknown diagnostic procedure and was completed using a similar device. During a standard service inspection of the customer returned device, connecting tube has peeling coating (more than 1 mm2). There were no reports of patient harm.